Manufacturer narrative:
The reported events of lead dislodgement were not applicable to be confirmed by analysis. Final analysis found no indication of anomalies on the lead. No anomalies were found. Correction: h6 - "unable to implant" should not have been included in previous report as a device code.

Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. After the lead implant and closing the pocket, the lead was found to not be firmly fixed. The lead was unable to be fixed and was successfully replaced with a new one. The patient was recovering.